Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 275 mg/dl at the time of the call. The customer stated that they had tried to use four infusion sets. The customer stated they gave themselves insulin and the pump no longer gave him a no-delivery alarm. It is unclear what caused the no delivery alarm and it is unclear how the customer resolved the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.